Event description:
The customer contacted physio-control to report that their device would not retain a charge very long. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the device and could not verify the reported issue of unexpected hlc battery depletion. The issue of charge-pak corrupt memory is verified. The cause of the corrupt charge-pak memory is attributed to a faulty ic, designated u1 on the charge-pak pcb. The device was destructively tested and the customer was provided with a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would not retain a charge very long. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.